Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes were having erroneous result. No report of medical interventions or serious injury.